Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported unspecified low sensor readings, and was experiencing symptoms of sweating and lack of coordination. The customer went to hospital where she received oral glucose and unspecified injections. Clarification on whether injections received were glucose or insulin could not be obtained from customer. The customer additionally reported a healthcare meter result of 280 mg/dl against sensor reading of 40 mg/dl. There was no report of death or permanent injury associated with this event. The results when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant.